Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during the manual priming process and insulin pump alarmed compromised force sensor system. The customer blood glucose level was 114 mg/dl. The customer was advised to hold down act until they received the second series of the beep and the numbers appears on the display. The device will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. However, device received a33 alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. No audio/beep anomaly noted.